Event description:
The customer reported the images were flashing and that they turned it on and off again and still there was no picture. After the customer rebooted the system, there was no live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.